Event description:
The customer reported this device is not charging the battery on ac power.

Manufacturer narrative:
(B)(4). The customer reported the device is not charging the battery on ac power. The customer isolated the issue to a failed ac power module. Philips sent the customer a new ac power module. A philips representative spoke with the customer who confirmed that replacing the ac power module resolved the reported issue.